Event description:
Medtronic received information that this stentless bioprosthetic valve was explanted due to severe aortic insufficiency and moderate aortic stenosis. Upon explant, the surgeon reported cuspal tears and host tissue overgrowth. The device was replaced without reported pt complication.

Manufacturer narrative:
Evaluation: other = device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Analysis: received in a clear 0.2% glutaraldehyde solution in an explant kit. An almond shaped piece of host tissue was received with the valve for analysis. The sewing ring appears slightly everted. All leaflets are slightly stiff but flexible. Tear in the left cusp along the non-coronary commissure appears to have occurred during explant. Moderate to large tears and abrasions in the tunica of all cusps, adjacent to the inflow margins of attachment, extending into all inferior coaptive areas appears to be associated with the removal of host tissue during explant. A large tear in the non-coronary left commissure appears to have occurred during explant. A large almond-shaped piece of thick glistening off white pannus appears to have been removed during explant. Based on historical finds, the section of pannus appears to have been attached to the sewing ring, onto the margin of attachment, into all inferior coaptive areas and extended onto the leaflets significantly reducing the inflow orifice area. An unknown amount of pannus appears to have been removed during explant on the inflow and outflow. Radiography shows a trace of mineralization in the piece of host tissue. Conclusion: reduced performance of the device attributed to host tissue overgrowth. Analysis found no manufacturing, design, or component related anomalies that may have caused or contributed to the reported event. Medtronic continues to monitor field performance to detect similar events.